Event description:
Boston scientific crm received information that a replacement procedure was performed; this right ventricular lead was removed due to an infection. The patient was treated with antibiotics. When the infection is gone, a revision procedure will be performed. This lead was returned for analysis as the physician was very satisfied with the lead's performance.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, a visual inspection revealed revealed the entire lead was returned. A cut was revealed at the lead's proximal end, likely induced during the procedure. Testing revealed the lead met specification electrically and could not determine any reason for the infection.